Event description:
Additional information was received from a company representative. As of (B)(6) 2016, there was not a volume discrepancy that needed to be further reported. When the initial call was made, the company representative was reviewing logs on multiple patients and was reviewing the refill accuracy chart. All volumes fell within the acceptable ranges via the clinic refill accuracy charts. The only other area that the office was questioning was looking further into the accuracy in the measurement of the exact amount of drug being placed into the pump during refills. The office stated that they use gablofen syringes and they were not sure the exact amount they were putting in because the syringes are not marked. They were looking into changing to lioresal kits and understand that the exact amount/measurement of drug being placed into the pump needs to be known each time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. The hcp suspected that a ¿catheter collapse¿ had occurred. After connecting the catheter to the new pump, the aspiration problems partially resolved; the flow through the catheter was intermittent during aspiration. On (B)(6) 2016, the patient was taken into surgery to move the pump to a different location. When they tried to aspirate the catheter, they were unable to. The hcp was questioning whether the patient was getting drug. The patient thought she was getting relief and had not complained about a lack of therapy. So, at that point, they were not sure whether she was getting drug or not.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 275.5 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2015, the pump was replaced due to normal elective replacement indicator (eri) battery longevity. There were no therapy issues reported. When the pump pocket was opened, the physician attempted to aspirate the catheter through the catheter access port (cap) of the pump. The physician was able to aspirate approximately 0.5ml and then it stopped and they were unable to aspirate any further. The physician removed the catheter from the pump and it was decided a back table prime would be done to the new pump. The physician tried again to aspirate drug and cerebrospinal fluid (csf) from the catheter and was unable to. The back table prime was done and the physician decided at that time to remove the pump connector from the existing catheter and reattach a new 8578 pump connector. After that was done, the physician was still unable to aspirate the catheter. The physician just decided to connect the catheter to the new pump due to the fact that there were no therapy issues prior. At that point, there may or may not have been some drug left in the catheter. They realized they had not primed the 8578 pump connector (0.016ml), so they did that after the pump was implanted. The patient stayed in the hospital overnight for monitoring. It was later reported the hcp had concerns about a possible underinfusion. A volume discrepancy had occurred; they were getting more drug back than expected. The hcp was upset about the air being in the system. No patient symptoms were reported. Additional information has been requested regarding the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump location was moved for patient comfort. See manufacturer report # 3004209178-2016-12071 for pump discomfort.